Event description:
Additional information received from the customer reported that the issue occurred during the procedure and that the tie rod was broken.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: air/water cylinder with foreign material; suction cylinder with foreign material; lens guide lens with foreign material; adhesive around light guide lens with foreign material.; scope connection case unit has corrosion due to water leakage; plug unit has corrosion due to water leakage; scope connection cover unit has corrosion due to water leakage; due to burn on light guide lens, illumination is uneven; and connecting tube is snaking. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During a standard inspection of a customer returned asset of the colonovideoscope, foreign material was observed on the air/water cylinder, suction cylinder, and light guide lens. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.